Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The device is part of the advisory for this model. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation was breached cut, the outer insulation had a cosmetic depression, there was apparent explant damage and visual analysis only was performed.

Event description:
An allegation from an attorney indicated the patient was deceased and was implanted with a lead wire system and "suffered physical and other injury as a result of the recalled lead." The patient "has sustained severe physical injuries and /or death, severe emotional distress, mental anguish, economic losses and other damages." The patient "has further suffered physical injuries and various physical manifestations of emotional distress associated with one or more of the follow: the implantation, recall, failure, removal/replacement, and/or inability to have the defective" lead "removed or replaced." The patient "has sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress and physical manifestations thereof, mental anguish, economic losses and other damages."